Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: further information was provided and reported the lens was explanted due the patient's vision was not clear post-operatively (op). The patient had blurry vision symptom between 1 week post-op to explant date. When the lens was explanted, there was no sutures or vitrectomy required. The patient was ambulatory when discharged. No additional information was provided. The following sections have been updated accordingly: section a3: sex/gender: female. Section b3: date of event: (B)(6) 2019. Section h6: patient code 2137 - blurry vision. Device evaluation: the complaint lens was wrapped in cloth inside a specimen cup containing an unknown solution. Visual inspection under magnification revealed that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint issue was not confirmed; therefore, no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Sex/gender: unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient''s operative eye. There was no indication of incision enlargement or any other required surgical intervention. Another johnson & johnson lens (same model, but higher diopter) was implanted as the replacement lens. No additional information was provided.